Event description:
A report was received that the patient was experiencing pain around the ipg. It was also noticed that patient had developed an infection and the patients pain started when turning on the stimulation and continued even if the stimulation was turned off. The patient were prescribed antibiotics and pain medication. The patient will undergo an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing pain around the ipg. It was also noticed that patient had developed an infection and the patients pain started when turning on the stimulation and continued even if the stimulation was turned off. The patient were prescribed antibiotics and pain medication. The patient will undergo an explant procedure.